Manufacturer narrative:
H.6. Investigation: a device history review was completed for material number 301948 and lot number 1905289. The review did not reveal any detected quality issues during production that could have contributed to this reported defect. To aid in the investigation, 20 retained samples were evaluated by our quality team and the reported defect was not observed. In order to prevent this defect from occurring, the assembly process has detection systems to inspect the needles and rejects any with broken parts. It is possible that this issue may have occurred due to conditions during transport of the product after manufacturing.

Event description:
It was reported that the bd¿ 20 ml syringe with needle experienced a broken needle that was noted prior to use. The following information was provided by the initial reporter: the patient was suffering from bronchial pneumonia. At 14:00 on (B)(6) 2020, the day nurse li ronghao used a 20ml disposable sterile syringe from bd medical devices (shanghai) co., ltd. To dispense the 4 beds for the inpatient. After unpacking, it was found that the 18g needle in the packaging tape was broken, and it was immediately replaced with a 20ml disposable sterile syringe. The treatment went on successfully that day.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ 20 ml syringe with needle experienced a broken needle that was noted prior to use. The following information was provided by the initial reporter: the patient was suffering from bronchial pneumonia. At 14:00 on (B)(6) 2020, the day nurse (B)(6) used a 20 ml disposable sterile syringe from bd medical devices (B)(6) co., ltd. To dispense the 4 beds for the inpatient. After unpacking, it was found that the 18 g needle in the packaging tape was broken, and it was immediately replaced with a 20 ml disposable sterile syringe. The treatment went on successfully that day.